Event description:
The cardiologist attempted closure after a diagnostic procedure with a techstar xl 6fr device. When the needles were deployed, neither presented properly. Backdown was attempted, with one needle backing down correctly, and one remaining exposed. A vascular surgeon was called to the cath lab, where a small cutdown was done. The needle and device were removed, and manual compression was used to close the puncture site. The pt recovered without incident. Notes from the field report that the pt's obesity made pt a poor candidate for use of the closure device.